Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device was excised, and a new device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.